Event description:
As reported via legal documentation, this patient had a right hip revision surgery on (B)(6)2022, approximately 4 years, 11 months after initial hip replacement procedure. Patient noted sporadic right hip pain while walking (3 out of 10 pain scale). During operation a moderate amount of synovitis was observed, consistent with an inflammatory response to polyethylene debris. The femoral component was inspected and determined to be well-fixed and appropriately positioned. The trunnion was inspected and noted to be in excellent condition without evidence of damage. The acetabular shell was inspected and noted to be well-fixed, well-positioned, and in satisfactory condition. There was minimal subacetabular bone loss on inspection. The locking mechanism was functional without evidence of damage or wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Operation report has been provided, and investigation has been re-opened. Investigation results and/or additional information will be provided within 30 days of their receipt.

Manufacturer narrative:
H6. Investigation - the nv gxl linr device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There was no gross wear noted with the components. These devices are used for treatment not diagnosis. No additional information.

Event description:
Legal case - USA patient ID: (B)(6). As reported via legal documentation, this patient is verified for right hip affected by the recall. He has right hip revision (B)(6) 2022, approximately 4 years, 11 months after initial hip replacment procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Manufacturer lotserialnumber manufacturercatalognumber liner neut novation 36mm grp3 - log111167. Exactech 4792461. 130-36-53. Surgerydate primaryprocedure implantlaterality (B)(6) 2017. Replacement total hip anterior approach right ebi initial search - no results ***serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k070479 130-36-53 - 4792461 - nv gxl linr, ntrl, 36mm ID, group 3 cups.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Additional information: d4- UDI, h7 & h9 h6. Investigation- the nv gxl linr device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. D10-concomitants unk.